Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
This complaint was created due to the receipt of a medwatch report: mw5188252 on 20may2026. The report was found to be written against as-ifs1 airseal ifs, 120v, that was being used during an unknown procedure on (B)(6) 2026. The report stated, "airseal has been malfunctioning since 2024. Conmed has claimed to identify the problem numerous times and yet the malfunctions continue. Conmed shifted from claiming they have identified the problem to claiming it had been resolved all while the malfunctions continue. Last known occurrence was on (B)(6) 2026 at (B)(6) medical center in (B)(6) where the patient suffered an air embolism as a result of a malfunctioning airseal unit. In talking with colleagues this has been happening nationwide. Conmed's internal communication demands that no one is to communicate that there is a known issue to the customer.¿. There was no report of medical intervention or extended hospitalization for the patient or user. In response to the claims reported within mw5188252, conmed provides the following: conmed¿s quality system includes extensive testing and evaluation of the airseal systems upon receipt to determine if an issue exists and whether that issue requires further escalation for appropriate actions. To that, in accordance with regulatory expectations and a commitment to transparency, an advisory notice was issued to communicate relevant safety information to customers. This action reflects a proactive effort to ensure users are appropriately informed and does not indicate the presence of an ongoing or unmitigated defect. Additionally, the u.s. Food and drug administration (FDA) performed an on-site inspection of the airseal system, including evaluation of device performance, design, complaint handling, and associated quality system processes. This report is being raised on the reported injury due to the patient obtained an air embolism.